Manufacturer narrative:
(B)(4).

Event description:
Information was received that one cadd®-solis ambulatory pain management system pump was received at smiths medical service and repair center along with a document requesting extraction of the event history log from (B)(6) 2017 through (B)(6) 2017; with no details surrounding the reason for request. The event history and infusion logs were attempted to be extracted but no data was recorded prior to (B)(6) 2017. Each of the logs were sent back to the facility on (B)(6) 2017. The representative from the facility noted the following day that the pump had been installed on (B)(6) 2017, so there should be data recorded prior to (B)(6) 2017. Subsequently, it was reported that the pump in question was being used on a patient who had expired of an unknown cause.

Manufacturer narrative:
The event is not considered reportable based on the additional information.

Event description:
It was clarified that the reporter did not allege that the smiths medical device was involved in the death of the patient. The patient was in palliative care.